Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested but unavailable: does the surgeon believe that any of the reported complications are associated with an alleged deficiency with ethicon devices?

Event description:
Title: ultracision versus electrocautery in performing modified radical mastectomy and axillary lymph node dissection for breast cancer: a prospective randomized control trial. Author: rohaizak muhammad, ms., khan faizal johann, ms., jasmin jazle saladina, ms., mohd latar nani harlina, ms., abdullah suhaimi shahrun niza, ms. Citation: med j malaysia. June 2013; 68(3). Breast cancer is the commonest cancer as well as the leading cause of cancer death in women world-wide. Surgery, when possible remains the mainstay of treatment. It is important that complications of surgery are kept at a minimal in order to prevent undue delay in the adjuvant treatment. Ultracision uses ultrasonic technology that produces a balanced sinusoidal ultrasonic wave. This is coupled to the metallic rod of the device and the wave motion is converted into high-frequency mechanical motion at the tip of a blade located at the end of the rod. In this prospective randomized controlled study, the authors postulate that the superior hemostatic and coagulating properties of ultracision will result in less drainage and subsequent seroma formation without increasing the morbidity. A total of 40 patients, all female with carcinoma of the breast were randomized in this study to either the ultracision group (20 patients) or the electrocautery group (20 patients). In the ultracision group, the skin flaps were raised and the breast was shaved off the pectoral fascia using the ultrasonic dissector. The instrument was also used to perform axillary dissection. Post-operatively, 2 j-vac fr 12 suction drains were placed in the axilla and chest wall for the 2 groups, respectively. It was reported that the complications included seroma for 8 patients (ultracision: 3 patients; electrocautery: 5 patients), which was treated with repeated aspiration, wound infection for 3 patients (ultracision: 2 patients; electrocautery: 1 patient), and skin edge necrosis for 1 patient (electrocautery group). It was reported that seroma formation is one of the most important complications as it is associated with more serious complication such as infection, delayed wound healing, prolonged hospital stay, and frequent post-operative visits. It was concluded that an ultracision procedure is a useful adjunct to mastectomy and axillary dissection in breast surgery. The benefit of this instrument is obvious in reducing the amount of drainage and the number of drain days from both the breast and axilla when performing modified radical mastectomy.